Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their act button sticks down when pressed and causes the pump to stop rewinding. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that crack on bottom left of screen, pump rewinds slower. Customer declined to troubleshoot. The device will not be returned for analysis.